Event description:
It was reported that the front panel buttons of the subject device were not responding and therefore the front panel was not working. The issue was identified when the device was inspected while preparing for the procedure. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: front panel damage and failure in main board (cm board). A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: -due to damage on front panel and failure in main board, the buttons on the front panel do not work. Therefore the most probable cause is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.